Manufacturer narrative:
Device 2 of 2: cev10395r: lot#120206, mfg date: 02/2012. The device (part#cev647b5) was evaluated and indicated that the instrument sheath was damaged and showed a signs of impact. Cev10395r was evaluated and no problems were observed. Instrument was compliant with mfg specs. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference #: na. (B)(4).

Event description:
Two devices (part#cev647b5 and cev10395r) were returned to mxi service and repair.